Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of incident. The customer stated the alarm occurred while the customer was coming out of x-ray. The customer could complete pump rewind. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.